Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd serves as the designated compliant handling unit for both facilities. The device's production history files indicated that the device was released pursuant to the product specifications. Ring eval has not revealed any malfunction. The applicator was not received for eval, however, the red marker issue is already known (and was addressed) and no further eval is necessary. Nevertheless, the red marker has no impact upon device safety and performance and thus the outcome of the procedure. It only serves as an additional indication of the sequential status of device operation. The hematoma is a surgical (procedure) related complication. It is certainly not related to the device but required re-creation of the anastomosis. The comment regarding the size of the device is a subjective remark of the surgeon and is not related to the reported event.

Event description:
The pt underwent a laparoscopic hartmans takedown/reversal of sigmoid colostomy procedure, which was converted to open due to severe adhesions. The surgeon did a pursestring with a pursestring device (the tissue was too thick and after consideration the surgeon redid the pursestring). Rectal stump was made with ta-60. There was difficulty using proctoscope to check rectal stump, due to two large mucous plugs which were manipulated by the surgeon and removed. After dilators were used, the car-27 was inserted and scrub nurse started to close the device instead of opening. She was corrected and started to open the device, but the red button had already popped out and fell on the floor. Firing went smoothly and two intact donuts were indicated. The surgeon noted that a hematoma was forming anteriorly to proximal stump. He extracted the ring and used a stapler device for creation of new anastomosis. Unrelated to the event of hematoma forming, the surgeon commented that because of the size of the device, it does not accommodate larger bowel lumen.